Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead appeared as if it had fallen into the tricuspid valve. It was confirmed via x-ray. The physician is going to monitor for now. The patient does not pace at all in the atrium. Boston scientific technical services recommended to look for some parameters. The device was reprogrammed. Remains in service. No adverse patient effects were reported.